Event description:
It was reported that the device flashed the "service" message on the display and was unable to deliver defibrillation therapy. There was no report of pt use associated with the event.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported intermittent failure. Physio replaced the system/memory pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed system/memory pcb assembly at the failure analysis center and was unable to verify or duplicate the reported failure. However, physio received the device at the failure analysis center for further extensive testing. The reported failure was verified. The cause of the failure was most likely with the pcmcia communication. The device in all likelihood needs modem flex cable replacement to re-mediate the issue. Physio will be repairing the device and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.